Event description:
During procedure the pigtail broke off the catheter while in the sheath in the iliac artery. Surgeon snared the broken piece intact prior to proceeding with the rest of the surgery. New catheter was obtained and utilized for the remainder of the procedure. This report was received from the FDA. The reference number for this report is mw1034692 and was dated in 2005. The reporter was kept confidential. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.